Event description:
Vns pt had passed away. It was reported that the pt died of sepsis while hospitalized. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.